Event description:
Olympus was informed that the users were not reprocessing endoscopes with high-level disinfectant and additionally were not utilizing the mu-1 maintenance unit and the mb-155 leakage tester. There was no report of infection or pt cross contamination.

Manufacturer narrative:
Olympus follow-up with the endoscopy support specialist to obtain additional info regarding this report. The endoscopy support specialist reported that the user facility was performing reprocessing manually without an automated endoscope preprocessor. The user facility was not performing pre-cleaning and leakage testing. Additionally, the user facility was only performing some of the manual cleaning steps. It was uncertain whether or not the user facility was brushing the channels. The endoscopy support specialist reported that the user facility would soak the endoscopes for three minutes in aseptizyme then the endoscopes will be forwarded for eto sterilization. A follow-up in-service has been scheduled and this report will be supplemented if significant and relevant info becomes available at a later time. No product was returned to olympus for evaluation. Olympus instruction and/or reprocessing manuals provide detailed info on how to reprocess the subject endoscope. The cause of this report appears to be due to user error. This report is being submitted as a medical device report in an abundance of caution.